Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an upper respiratory infection and pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience nasal/throat irritation or soreness, pneumonia and upper respiratory infection . The patient did not report to receive medical intervention. The reported events of nasal/throat irritation or soreness, pneumonia and upper respiratory infection and its reported severity was reviewed by the manufacture's clinical expert. These events were assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. Ifany additional information is received, a follow up report will be filed. Section h6 health effect- clinical code was corrected. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop an upper respiratory infection and pneumonia. The patient was hospitalized in response to the reported event. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Fine gray contamination found inside of device s exterior casing, suggesting poor ambient air quality. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Part of non-heated tube connected to iso port, appears to be ripped off from the rest of the tube. Plastic thread used to attach pca and blower box via screw broke off the blower box. Plastic guide for p4 connector wire broke off exterior iso port casing. There were also signs of water ingress in the blower box and on the blower motor. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Unidentified plastic piece in blower box. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer concludes the device has dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device.